Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was not feeling stimulation and had a return of symptoms, so they increased stimulation from 0.3v to 0.5v. This was a comfortable level of stimulation for the patient. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.